Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, fse tried to troubleshoot with customer over the phone but was unsuccessful. On (B)(6) 2018, fse was at customer's site and found that customer had left the drain valve open after performing drain flush causing low pressure on instrument. Drain valve was closed and pressure is back up to 9.5. Customer ran controls successfully without any errors. The g8 instrument is functioning as expected. No further action required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were three (3) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - error messages states the following: the 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to operator error; drain valve was left open after performing drain flush.

Event description:
On (B)(6) 2018, a customer reported the pump flow won't go through the column on the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.